Event description:
During a cryo pulmonary vein isolation procedure a polarx catheter was selected for use. During inflation/ablation of the left inferior pulmonary vein error "e1-00004000-2 console detected blood in the catheter" occurred. It is unknown if blood was visible. An exchange of the catheter resolved the problem. The proceudre was completed without any patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. Testing was performed with same pressure and acceptance parameters. With the returned device being fully assembled, no additional plugs were necessary to execute tests. The polarx device was then connected to the smartfreeze console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 20. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. There was no damage found to any of the blood detect wires and the injection tube had insulation present in specified locations to prevent any contact with the blood detect wires.

Event description:
During a cryo pulmonary vein isolation procedure a polarx catheter was selected for use. During inflation/ablation of the left inferior pulmonary vein error "(B)(6) console detected blood in the catheter" occurred. It is unknown if blood was visible. An exchange of the catheter resolved the problem. The proceudre was completed without any patient complications. The catheter is expected to be returned for analysis.